Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high to 407 mg/dl and they could not bolus for it. The insulin pump had "max bolus exceeded." The caller stated that the customer has downs syndrome and that the paramedics came to treat him with glucagon because his blood glucose dropped to 37 mg/dl. The customer took a bolus for dinner but had not eaten. The customer was wearing the insulin pump at the time of the event. The blood glucose was brought up to 199 mg/dl while at the hospital. The drive support cap was normal. The reservoir did show more insulin than was shown on the status screen. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The bolus wizard functioned properly per bolus wizard. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.